Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, while attempting to seat the anchor, the inserter tip fractured off into the patient. The fractured piece and anchor were removed, and another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The inserter tip has fractured and the fractured piece was also returned; therefore, the complaint is confirmed. The suture and anchors were not returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.